Manufacturer narrative:
An attempt was made to reproduce the issue by generating the csv report for the user in carelink support application and observed that this is not an issue. The issue is not confirmed. To assist with the resolution, provided below feedback to helpline support team : we see that user did a time change during (B)(6) 2024 to (B)(6) 2025 for one day. Now whenever we are trying to generate reports including (B)(6) 2025 in report generation , data is conflicting with the previous upload made. To avoid this , we need to generate reports with two different date range. (B)(6) 2025 to (B)(6) 2025 this will help us in viewing the data without any issues. We wont be able to view data for (B)(6) 2025 which is due to conflict in previous data upload. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of this issue is due to the time change made by user in pump. Helpline support team did confirm that they understood the reason of this and do not need any further feedback. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) unk_carelinksoftware. Troubleshooting was not performed. Customer received an error when attempting to generate carelink report and carelink report was not displayed as expected. Customer successfully uploaded but not reflected on carelink personal account. No harm requiring medical intervention was reported. No product return is required for unk_carelinksoftware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.